Manufacturer narrative:
This complaint is related to an echo-hd-22-ebus-p device of lot# c1172133 the echo-hd-22-ebus-p device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle tip kinked during use which in turn resulted in needle tip breakage upon removal of the needle from the lesion. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1172133 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0060-2 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the physician retrieved the broken piece of needle successfully from the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An incident report form from the user facility was received in relation to this event. Incident description was provided for by the physician involved as follows: "a (B)(6) patient came for an ebus bronchoscopy as a day patient. The ebus needle snapped during a sampling of an enlarged sub-carnial lymph node under ebus guidance as it hit a cartilage ring. The broken 15mm end of the needle got stuck in the medial wall of the right main bronchus just under the carina. I withdrew the ebus bronchoscope along with the longer portion of the ebus needle and introduced a normal bronchoscope. I managed to dislodge the broken end of the needle from the bronchial wall and removed it with the help of an alligator forceps. I then re-introduced the ebus bronchoscope and made 3 sampling passes into the sub-carnial node with a fresh ebus needle...the patient did not suffer any harm and there was no apparent damage caused to the ebus bronchoscope from this incident..." Additional information received indicated the needle breakage was a clean break just after the dimpling section of the needle (15mm).